Event description:
It was reported that, during a separate procedure, the physician perforated the balloon of this artificial urinary sphincter (aus), leading to fluid loss. A surgical intervention was performed to remove and replace all the components. There were no patient complications reported.